Event description:
New information on (B)(6) 2016 stated that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the lead exhibited noise prior to device change out procedure. The patient was well post operation with no complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited oversensing. The lead was capped and replaced. No further information was available.